Event description:
It was reported that the ilet stopped dosing when the insulin cartridge became empty and the patient did not respond to device alarms or replace the cartridge for approximately six hours, after which insulin delivery resumed; user education and troubleshooting were completed, and the report was categorized as treatment-related with failure to revert to an alternative therapy and an out-of-drug condition. No adverse clinical symptoms associated with hyperglycemia consistent with interruption of insulin delivery. Outcomes included temporary interruption of therapy without hospitalization. Customer care agent provided support that include review of device engineering logs and case assessment. Investigation of this case revealed insulin depletion with no device malfunction, alarm notifications functioning as designed, and user nonresponse leading to delayed cartridge replacement. It was concluded, based on previously established findings for similar reports, that the cause was use error related to failure to respond to alarms and replace the insulin cartridge in a timely manner.

Manufacturer narrative:
Initial.